Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further info from the hosp in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a f/u report once we receive further info from the hosp and have completed our analysis.

Event description:
A hosp in (B)(6) reported to a fisher & paykel healthcare's (fph) service engineer in our us office that the bases of 10 (B)(4) cosycot infant warmers were leaning towards one side. No pt consequence was reported.